Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from march 27, 2020 - march 31, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a tear at the lower right-side edge of the bag. Functional testing was performed, and it was noted that there was a leak in the area where the tear was located. An additional magnified inspection was performed which verified the tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.